Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The lesion contained a bend of between >45 and <90 degrees. Following pre-dilatation with a 3.0 nc emerge balloon catheter, a 3.50 x 20 synergy drug-eluting stent was advanced but failed to cross. When the device was removed, it was noted that the tip of the stent itself was deformed. The procedure was completed with a different device. No patient complications nor injuries reported and the patient status was stable.